Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation on (B)(6). 2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was a human hair found embedded at the base of the catheter. The hair was extended into the rubber component where it meets the handle. The catheter was replaced and the issue resolved. The procedure was continued. There was no patient consequence reported.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was a human hair found embedded at the base of the catheter. The hair was extended into the rubber component where it meets the handle. The catheter was replaced and the issue resolved. The procedure was continued. There was no patient consequence reported. The device evaluation was completed on 12-dec-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and fourier transformed infrared spectroscopy (ft-ir) test of the returned device were performed following bwi procedures. Visual analysis revealed that a hair was observed inside a pouch of the catheter, but the original pouch was not returned. A fourier transformed infrared spectroscopy (ft-ir) was performed and based on the results obtained it can be concluded that the foreign material exhibited the infrared spectrum for biological-base material, presumably a human hair. Due to this conduction manufacturing investigation was performed to determine the root cause of this issue. A manufacturing investigation was performed and it was determined that this issue the device was correctly cleaned, packaged and verified according to the internal controls and verifications on the packaging areas were developed correctly and documented on the electronic device history record (DHR). The 100% of the process was executed correctly and passed the acceptance criteria. Furthermore, it was observed in the provided pictures by the customer that the device had been taken out from the pouch and initial irrigation process (before medical procedure) had been performed; therefore, the contamination could occur after device was taken out from the pouch. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).